Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak from synchron lxi 725 clinical system. No erroneous patient result was generated. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
Wash concentrate solution leaked from the overfilled wash concentrate reservoir. Bec field service engineer (fse) visited the site on (B)(6) 2011 and resolved the issue by replacing valve v12. (B)(4).